Event description:
While performing a left mandibular block injection, the needle separated from the hub, and became embedded in the pt's gum tissue. An attempt to retrieve the needle was unsuccessful. The pt was taken to an oral surgeon. The surgery was successful and uneventful. The pt was kept in the hosp overnight. There were no reported after effects.